Event description:
It was reported that the patient presented for follow up with under-sensing of atrial fibrillation exhibited by the implantable cardioverter defibrillator. Programming interventions were made. The patient was stable.